Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. Investigation revealed poor connections between the ca and defibrillator board. The cause for the poor connection was isolated to contaminated pins on the j1002aa and j1003aa defibrillator board connectors. The root cause for the contaminated pins was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.